Event description:
The customer reported that the c-arm would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The eprom (erasable programmable read only memory) and the sram (static random access memory) were replaced. The system was tested and found to be working as intended and put back into service.